Event description:
During a cardiac cath procedure, the mennen hemodynamic monitor failed and the monitor would not show any EKG tracing or heart rate. This equipment has also had screen lock-ups with error message "no connection from cfe" during at least four other cath lab procedures earlier this year. Patient was not harmed; a portable monitor was immediately used for pulse and EKG monitoring. Bio-tech has been unable to duplicate the screen lock-ups, disappearance of EKG tracing, and heart rate. The machine would work if the cfe button was reset. A few months ago, a mennen field service engineer applied a patch for sun blade systems that use dual video cards. One is built onto the mother board and one is added on to the video card. Since the patch, we have continued to have the same problems intermittently on five pieces of this equipment.